Event description:
The account alleged the head section is drifting down with weight on it.

Manufacturer narrative:
The account found the head drive shaft was over lubricated and some of the grease migrated to the brake washer. The account cleaned the excess grease and brake washer to repair the bed.